Event description:
It was reported that non-sustained oversensing episodes due to myopotential inhibition oversensing was observed. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.